Manufacturer narrative:
H.3. And h.6 - the factory has not yet received the device for evaution and this complaint is still under investigation.

Event description:
The display would not come on. There was no report of pt involvement.